Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged plunger case. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. The device passed all functional testing. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was out of alignment during position sensor testing and it would not calibrate. There was no issue related to physical damage/abuse and there was no delayed of therapy. The reported product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.